Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is fractured into multiple pieces, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical concluded that per complaint details, all pieces were recovered from the patient and a photo confirms the pieces were retrieved. The procedure was completed using a backup device, without patient harm or significant delay. Therefore, no further medical assessment is warranted based on the information provided. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr, the offset impactor tip snapped in half inside the patient. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly